Manufacturer narrative:
The implant date was inadvertently reported incorrectly in the initial report as (B)(6) 2015. The device implant date is left blank in this report as no product was implanted during the trial procedure. Also, the device information was inadvertently reported incorrectly in the initial report. This report consists of the correct serial number, batch/lot number and device expiration date. Manufacturing date was inadvertently reported incorrectly in the initial report as nov 19, 2014. The correct manufacturing date is jun 18, 2018.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during a scs trial procedure on (B)(6) 2018, the physician was unable to advance the lead to the desired level due to the presence of scar tissue although able to access the epidural space. As a result, the procedure was abandoned.